Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements and noisy signals, with x-ray imaging performed. Technical services (ts) was consulted and discussed device position as well as available data. Ts noted no noisy signals on primary vector, with lead replacement conservatively recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements and noisy signals, with x-ray imaging performed. Technical services (ts) was consulted and discussed device position as well as available data. Ts noted no noisy signals on primary vector, with lead replacement conservatively recommended . This device remains in service. No adverse patient effects were reported. Additional information from the field indicates a shock was delivered as inappropriate therapy due to oversensing of noisy signals. This device was explanted. A new device was implanted. No additional adverse patient effects were reported.